Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. There was also noise, storing inappropriate mode switches, loss of capture, and high out of range pacing impedances. The pace impedances were greater than 2500 ohms. The rv lead was surgically abandoned. No additional adverse patient effects were reported.